Event description:
The facility's biomed reported an infusion pump with a 500 failure code, which occurred during set-up. The biomed stated that there have been no reports of any patient incident involving this pump since the last baxter service event. Additional contact information was requested but no additional contact was identified.